Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. All channels: unspecified microbes (23 cfu/150ml). Second time; (B)(6) 2021. Instrument channel: unspecified microbes (>100 cfu/100ml). Suction channel: unspecified microbes (52 cfu/100ml). Air/water channel: unspecified microbes (2 cfu/100ml). Distal end: unspecified microbes (>100 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (1cfu) and staphylococcus coagulase negative (2cfu). The testing result cleared the french guideline. Ofr checked the subject device and found followings. - the glue of the light guide lens was worn out. - the glue of the bending rubber was worn out. - the instrument channel exchange as preventive maintenance. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.